Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#00801803601 lot#63474815. Cat# 00620005220 lot# 693315330. Cat# 00811400100 lot# 63885445. Report source: foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00451

Event description:
It was reported the patient underwent a left hip revision approximately 3 years post implantation due to dislocation. No additional information.